Manufacturer narrative:
Concomitant medical products: mcs-p4-23-aoa-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the patient experienced a possible infection. It was also noted that the implantable pulse generator (ipg) exhibited pacing below the lower rate. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.